Event description:
It was reported that (1) sw100 and (1) sw120 were used during a lap nissen fundoplication procedure. It was reported by the rep that the hospital continues to have problems with suture assistant and the knots are tying loosely. Opened another device to complete the procedure. There was no consequence to pt.